Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment and the outcome of peritonitis were not reported. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13e06035 and h13d16052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional or relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).